Event description:
Additional information was received from a healthcare provider (hcp). Following the pump replacement, refer to manufacturer report # 3004209178-2016-05348 for the event related to the pump replacement, the patient was kept in the ICU (intensive care unit). They didn't experience an improvement in their tone. Following the catheter replacement on (B)(6) 2016, their tone improved.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (drug lot number 2118109) with concentration 500 mcg/ml at a dose rate of 124.89 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that following pump replacement on (B)(6) 2016, when the patient came too in the intensive care unit (ICU) she was itching severely and had spasticity. The patient was given valium. The patient ended up back in surgery and the catheter was then replaced. The next day following the catheter replacement, the hcp indicated they had nothing to report on the patient's current status. The gablofen concentration and pump dose remained the same throughout; the drug lot number also remained the same. The pump had been refilled during the replacement procedure on (B)(6) 2016. The hcp expressed frustration that they were unable to see only the tip of the catheter. The patient's old catheter was still in the thoracic area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.